Manufacturer narrative:
(B)(4).

Event description:
The customer reported a leak from an overflowed eic (electrolyte injection cup) involving the unicel dxc 800 synchron system. The customer indicated that the leak was not contained to the instrument and fluid leaked onto the floor under the instrument. The customer technical support (cts) advised the customer to verify patient results by retesting samples. The customer retested samples on an alternate dxc instrument and found results which did not meet the instrument's precision claims. The customer provided results data for one patient and was confirmed that sodium and chloride results do not meet the 2 standard deviations total precision claim. The erroneous results were released out of the laboratory and an amended reported was issued. There was no report of impact or affect to patient treatment known to the customer. A beckman coulter field service engineer (fse) was dispatched and determined the eic leak was caused by a pinched drain line. Failure mode is attributed to a pinched drain line from the eic.